Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The reported complaint that the thermogard hq console (sn (B)(6)) emitted an audible "air trap fault" alarm was confirmed during visual inspection but not during functional testing. No device malfunction was found during the device inspection. There was an accumulation of saline solution inside the pump raceway. The reported fault was due to saline spillage into the console pump raceway, attributed to a leak of the start-up kit, which was used at the time of the event. The ivtm thermogard console passed the initial functional testing without any fault or error. The reported complaint of an air trap fault was not reproduced. Upon inspecting the inside of the console, there was no evidence of saline solution infiltration. The led on the raceway was functioning properly. However, the raceway was cleaned to remove the accumulation of saline solution. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits.

Event description:
On july 11, during patient use using the thermogard hq console (sn (B)(6)) and the start-up kit (suk), (lot 200280), the console emitted an audible "air trap fault" alarm. The customer stopped using the console. Therapy was continued using a blanket. No adverse effects on the patient.

Manufacturer narrative:
H11 (provide narrative/ data) was corrected. The reported complaint that the thermogard hq console (sn (B)(6) emitted an audible "air trap fault" alarm was not confirmed during functional testing. No device malfunction was found during the device inspection. The reported fault was due to saline spillage into the console pump raceway, attributed to a leak of the start-up kit, which was used at the time of the event. When there is an suk leak, the console is designed to emit an air trap fault. The ivtm thermogard console passed the initial functional testing without any fault or error. The reported complaint of an air trap fault was not reproduced. Upon inspecting the inside of the console, there was no evidence of saline solution infiltration. The led on the raceway was functioning properly. However, the raceway was cleaned to remove the accumulation of saline solution, attributed to an suk leak, which was confirmed upon investigation of the returned suk. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits.